Manufacturer narrative:
Event date: (B)(6), 2021. The customer reported that the insulin pump had a pump error 63 alarm. The customer also reported about sensor anomaly, the sensor lost connection. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a cracked keypad overlay, a missing display window/cover, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test. The insulin pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. The insulin pump history file/traces download was successful using thus. Pump error 63 alarm (variable info = 03) during self test and were found in the formatted history file on: (B)(6) 2021 16:07:09.000 alarm alert notification (B)(6) 2021 16:07:26.000 alarm alert cleared (B)(6) 2021 16:18:09.000 alarm alert notification (B)(6) 2021 16:18:20.000 alarm alert cleared. The keypad overlay was removed to perform visual inspection and found a broken trace on keypad assembly. The insulin pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. A test case was used and continued testing. The insulin pump passed the self test. In conclusion, pump error 63 alarm (variable info=03) during self test due to broken trace on keypad assembly. Failure analysis summary: the insulin pump was received with a scratched case, a cracked keypad overlay, a missing display window/cover, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump alarmed pump error 63 due to a broken trace on keypad assembly. No unexpected sensor errors or anomalies were noted during testing.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customer stated that they received hardware low level failures. Customer stated that they was able to clear the alarm. Customer stated that they received pump but self test was not passed. No harm requiring medical intervention was reported. The device will be returned for analysis.